Event description:
Had the nova sure procedure done and about 3-4 months later, I started to experience painful cramps and back pains. I could not walk, sleep, work or eat. The pain was so great, I would ball up and cry. I went to the hospital several times for the same problem. I was put on heavy pain medicines but it didn't help. The problem turned out to be from the novasure procedure. I developed tumors and had to have an emergency d&c done to remove built up fluids. Once the d and c was done, the pain eased up some and I could do some of my daily activities. My gyn informed that the problem will continue. The cramps and back pain would not go away unless I had my uterus removed. I ended up having a hysterectomy done to remove the novasure out of my body. After the six weeks of recovery, I am doing much better. I no longer have the painful stomach cramps but I do still have the back pain. This product should be taken of the market and no woman should be offered this procedure because they have no idea of what they are getting into. My gyn also stated that they will reconsider offering this product to women. They had no idea about the pain it was causing women.